Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a capsule placed the previous morning when she noted that the status led was flashing red while they were at home. The patient states that she forgot to take the recorder out of the room with her for about 15 minutes, but the recorder had already been flashing red prior to that, the recorder did not make sound or alarm while the patient was away from it. Although the recorder was flashing red, the ¿symptoms¿ button would beep when selected, but the ph reading was not available on the screen. The device worked accordingly during the previous procedure. There was no harm to the patient or user due to the alleged device malfunction. The patient is doing well. A repeat procedure will be necessary due to the alleged device malfunction. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.